Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Event description:
The event occurred during maintenance.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no serial digital interface signal. It is unknown when the issue was found. The patient was not under anesthesia. There were no reports of patient harm or delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no signal due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.